Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the patient needed an MRI for her back but was unrelated to the implant. The consumer reported that the implant never worked like it should or worked properly and the patient¿s pain levels had been between 15-20. The consumer reported that the therapy never worked like it should. The consumer reported that he was not familiar with the patient programmer (pp) and went to find it because he never used it before. The consumer found the pp and reported that the batteries were dead. The consumer replaced the batteries and the pp was able to power on. No further complications were reported.